Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that on (B)(6) 2010 an align system (cr bard) was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07541. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2010 and mesh was implanted. Due to vaginal/abdominal pain, infections, and hematuria the patient underwent partial excisions on (B)(6) 2011 and (B)(6) 2012 along with a laparoscopic abdominal sacrocolpopexy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to stress urinary incontinence, vaginal/abdominal pain, infections, hematuria, vaginal prolapse, urethral hypermobility, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding (hematuria), dyspareunia , and erosion of internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent partial excisions on (B)(6) 2011 and (B)(6) 2012 along with a laparoscopic abdominal sacrocolpopexy. (B)(4).